Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The guidewire pierced the pump, another 5.0 pump was used, and there was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer. The root cause of the delivery issue was most likely use related. This report is being filed as part of a retrospective review of historical records.